Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that upon interrogating the ins today for an MRI scan, a message of 'internal device has lost all data' was seen. It was reviewed that the patient needs to follow up with managing hcp for reprogramming of the ins so patient can get an MRI. The caller stated the patient did not feel like the device had worked. Pt was scanned 2 years ago and put into MRI mode successfully at that time.